Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review could not be performed since a lot number was not provided.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.